Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was dim and discolored with faded text. Unrelated to the complaint issue, the belt clip insert was broken and unable to attach to the belt clip. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.